Event description:
It was reported that the patient experienced sustained high blood glucose overnight for approximately six hours while using the ilet system, with remote review indicating a downward trend and insulin delivery consistent with expected operation. The caregiver noted poor sleep and initiation of a new memory medication, and was advised to verify the last infusion set or supply change and to consult the healthcare provider regarding potential target adjustments. Symptoms included hyperglycemia and sleepiness/ drowsiness. Outcomes included no hospitalization, no emergency care, and no reported injury. Investigation included review of available device data and user report. Investigation of this case revealed no device malfunction observed and potential contributory factors such as medication change and sleep disruption. It was concluded that the event was user- and condition-related with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.